Manufacturer narrative:
Based on the claim against the product noting a clip falling into the patient and the clip applier instrument not being able to apply clip to tissue, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. A follow-up MDR will be submitted if the medium-large clip applier instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the medium-large clip applier doesn¿t follow master¿s movement: the surgeon closed but the instrument didn¿t. A backup instrument of the same kind was used, and the procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the unexpected motion occurred when attempting to place a clip around a vessel/tissue, during clip closure. The clip became dislodged from the instrument, fell into the patient and was retrieved. The instrument was inspected prior to use, no damage was noted. The issue was related to clip applier jaws remaining static/not moving when surgeon commanded movement. Medium large hem-o-lock clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU (10 mm for medium-large clip applier, 13mm for large clip applier). The issue occurred on the 2nd clip application.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. Three clips were successfully applied. The instrument was fully functional. No product issue was identified. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.